Event description:
The surgical department was using a rental holmium laser for a ureter lithotripsy for stone procedure. Early in the procedure the or staff noted an unusual odor followed quickly by a plume of smoke/vapor out of the laser. The laser was immediately unplugged and removed from the or suite by the waveform employee operating the machine. A halon fire extinguisher was present but not needed. The surgeon used a pneumatic lithocast to continue procedure. The lithocast was used briefly, then a stent was placed. No patient injury. Device was returned to waveform for diagnosis and repair.